Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was unable to get her settings to come up but after proper review of the programmer use, the patient successfully synced. The patient stated if she decreases amplitude too much, she gets incontinence, which is what she was doing, then if she increases it, she develops constipation and still has diarrhea. The patient was looking to decrease it from having it too high indicated by constipation. She has tried all 4 programs and her healthcare professional (hcp) told her to keep making adjustments. As reported, the symptoms hit her out of the blue that she can feel perfectly fine, then boom. The symptoms are due to digestive issues from a rare birth defect, intestinal malrotation. It was noted that the different programs have helped but that she has the issues due to her body and deals with it every day. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the fall occurred in 2015 and not in 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy described as "the sphincter muscle that controls the anus isn't working properly" had been "happening back and forth, its helped tremendously with incontinence but now I¿m alternating between constipation and my fluid pushes past it and rushes out, it started probably within the last two years" (clarified it was 2016). The patient had a fall in 2015 and 2017 that could be related to the issue. The patient stated that they had a condition called "intestinal malrotation". There were no further complications reported or anticipated.